Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test, displacement test and motor test. There was no motor error alarm or prime anomaly. The drive support disk was inspected and there was no anomaly. There was no unexpected battery out limit or failed battery test alarm on the device. There was no frozen screen. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 484 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer was stuck in a bolus delivery loop. Customer was advised the anomaly occurred due to attempting a bolus delivery while in the rewind/fill tubing process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.